Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a pulmonary vein stenting procedure. Reportedly, the plunger popped when the guide wire was removed, before the footplate was opened. After plunger removal, a cuff miss was noticed. During step #4, the footplate would not close. A snap was heard when closing the footplate and the foot broke off, remaining in the patient. The suture was cut underneath the skin to remove the suture. It was thought the foot may remain in the fatty tissue. A second proglide was attempted, but did not take; there was still bleeding at the end of the procedure. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the original sheath size was 6f and the sheath upsized to 10f with only one device used [successfully placed]. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the original sheath size was 6f and upsize of the sheath occurred post deployment of the first proglide device deployed as a result of the reported cuff miss. A conclusive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis may include, but are not limited to, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.na.

Event description:
Subsequent to the filed initial medwatch report, additional information provided: it was reported that suture placement in a common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a pulmonary vein stenting procedure. Reportedly, the plunger popped when inserted over the guide wire. A cuff miss was noticed. The suture was not harvested successfully. The footplate would not close. A snap was heard when attempting to close the footplate and the foot broke off, remaining in the patient. The suture was stuck in the anatomy and was cut underneath the skin to remove the suture. It was thought the foot may remain in the fatty tissue. Another proglide device preplaced a suture. The sheath was upsized to 10f and the procedure was completed. The proglide knot was tightened; however, there was some bleeding after knot tightening. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided. No additional information was provided.